Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the mega suturecut needle driver instrument's cable was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 06/18/2024 and obtained the following additional information: the instrument did not collide with any other instrument or tool during the procedure. A fragment did not fall inside of the patient¿s anatomy. There was no injury to the patient.